Event description:
A report was received that following a lead revision procedure due to lead migration and high impedances, the leads were returned, analyzed and found to be broken. In addition, the clik anchors had damaged eyelets.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16377029, description: next generation anchor, kit-sterile; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Visual and x-ray inspections revealed: lead sc-2218-70 (sn (B)(4)); all cables were fractured at the click anchor site. Lead sc-2218-70(sn (B)(4)); four cables were fractured at the clik anchor site. Leads sc-2218-70 (sn (B)(4)); revealed no anomalies. The leads passed electrical, photographic and visual testing. - all four clik anchors had damaged eyelets. Each clik anchor is missing a portion of the damaged eyelets. The small pieces of silicone were not returned to bsn. No pieces of the clik anchor were left inside the patient.

Event description:
A report was received that following a lead revision procedure due to lead migration and high impedances, the leads were returned, analyzed and found to be broken. In addition, the clik anchors had damaged eyelets.

Manufacturer narrative:
(B)(4). Visual and x-ray inspections revealed: lead sc-2218-70 (sn 430163); all cables were fractured at the click anchor site. Lead sc-2218-70 (sn (B)(4)); four cables were fractured at the clik anchor site. Leads sc-2218-70 ((B)(4)); revealed no anomalies. The leads passed electrical, photographic and visual testing. All four clik anchors had damaged eyelets. Each clik anchor is missing a portion of the damaged eyelets. The small pieces of silicone were not returned. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16377029, description: next generation anchor, kit-sterile.